Event description:
The event is reported as: alleged issue - the tip fell off during surgery on a dog. It was retrieved and no injury was reported to dog.

Manufacturer narrative:
Sample was not returned in time for this report.